Event description:
The physician was attempting to implant a 2.5 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the proximal lad. The target lesion was reported to exhibit 90% stenosis, moderate calcification and moderate tortuosity. The lesion was pre-dilated 3 times using two different size sprinter rx balloons. Resistance was experienced while advancing the device towards the lesion. The endeavor sprint stent failed to cross the lesion and was removed from the patient. Upon removal it was reported that some of the stent struts were damaged. The device was inspected prior to use with no abnormalities noted. Patient status post procedure is stable no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: (90% stenosis, moderate calcification and tortuosity). (Stent deformation, failure to deliver the stent). Evaluation, conclusions: (90% stenosis, moderate calcification and tortuosity).